Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection after accidentally dropping their heartmate 3 system controller with emergency backup batteries (ebb) causing trauma to the driveline site on (B)(6) 2022. They came into the clinic on (B)(6) 2022 and a wound culture was obtained which was positive for staphycoccus aureus. The patient was placed on doxycycline (acticlate) and deferred to infectious diseases (ID) for further evaluation. The patient had an abdominal ultrasound on (B)(6) 2022 and was then placed on cefadroxil (duricef) by ID for a minimum of 3 weeks but have continued on this program for over 32 days with signs of improvement. The site noted improved redness, drainage, and pain at the driveline site. Dressing changes were to be made more frequently.